Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 8 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received a pump exchange on (B)(6) 2017 due to rising lactate dehydrogenase (ldh) with rising powers. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) the pump was returned assembled with the driveline (dl) cut approximately 2.5 inches from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet section upon disassembly of the device revealed a thrombus formation surrounding the rotor¿s bearing ball. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the devie was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s clinical signs of hemolysis. Upon removal of the observed thrombus, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.